Manufacturer narrative:
The toshiba customer engineer (ce) immediately called his manager after being stuck with the needle and was directed to go to the hospital ER. The ce gave the charge nurse at the ER the needle which he had removed from his finger. The ce was unable to be seen in the ER after several hours of waiting, and saw his own physician the following day for treatment.. He is currently being treated by his own physician. Inspection of the device was not required. There was no problem with the device. No problem with the device. No problem with the device.

Event description:
A toshiba customer engineer was at (B)(6) medical center performing routine maintenance. While cleaning what appeared to be contrast off of the system a used needle stuck into his finger approximately three fourths (3/4") of an inch.